Manufacturer narrative:
The user alleges that the customer was attempting to activate loop wire at 50/50 cut pure / coag fulgurate when the wire detached from the t-tube of the device making it not able to be used. The customer had 2 electrodes undergo this failure before the third device worked. The root cause is determined to be user error in operating the loop electrode at a very high power setting. According to the product IFU: - always use the lowest power setting that achieves the desired surgical effect. Use the active electrode for the minimum time necessary in order to reduce the possibility of unintended burn injury. - maximum listed power setting is 55w in pure cute/blend. Customer was using 50w pure cute/fulgurate. -loop electrodes are not designed for use in the coagulation mode. Do not activate the generator in coag while using a loop electrode. Loop breakage may result if additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "the product es10 with lot 0922z broke during surgery."